Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a white foreign material was stuck under electrode #2 and the ring was lifted. Initially, it was reported that when they were attempting to come on ablation, an "electrode temp too high" message was displayed on the ngen system. The catheter was replaced, and the issue was resolved temporarily. Errors 182: high impedance, and 273: carto catheter issue, were displayed. The catheter cable was replaced (reprocessed) without resolution. The ngen system was rebooted and the ablation port was flashing red. The patient interface unit (piu) to console cable was reseated without resolution. The reporter was advised to reseat, and then replace the tx eco cable. They stated that the issue was resolved when the button on the remote was used to start/stop ablation instead of the foot pedal. The procedure continued. The reporter confirmed that the foot pedal was connected to the console. The reporter was advised to connect the pedal to the monitor as recommended. No adverse patient consequence was reported. The high temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 25-apr-2024, a white foreign material was stuck under electrode #2 and the ring was lifted. The foreign material stuck under the electrode and the lifted ring were assessed as MDR reportable. The awareness date for this reportable lab finding was 25-apr-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature and impedance, irrigation tests, scanning electron microscope (sem) study, and fourier transformed infrared spectroscopy (ftir) analysis of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that white foreign material was stuck under electrode #2 and the ring was lifted. A temperature and impedance test were performed, and the device was found working correctly. The device failed the flow pump test as high-pressure values were observed. The device was dissected, and through a sem study, dried saline solution was found blocking the irrigation tube. A ftir analysis was performed on the white foreign material and the analysis revealed that it is composed of polyethylene/barium sulfate. A manufacturing record evaluation was performed for the finished device 31151757l, and no internal action was found during the review. The high temperature issue reported by the customer was confirmed. The potential cause of the high temperature issue may be related to the procedure as evidence of dried saline solution was found. The potential cause of the electrode damage and foreign material cannot be determined as these materials are not used during the manufacturing process. This issue is unrelated to the event described by the customer. The instructions for use contain the following recommendations: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Start continuous irrigation at a flow rate of 2 ml/min. Increase the irrigation to the high flow rate starting up to 5 seconds before the onset of rf energy delivery and maintain the high flow rate until 5 seconds after termination of the rf energy application. For power levels up to 30 w, a high flow rate of 8 ml/min should be used. For power levels between 31 w and 45 w a high flow rate of 15 ml/min should be used. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).